Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2012. Upon implanting the stem, it appeared to be too small. Another stem of the same part number was used to finish the procedure.

Manufacturer narrative:
Evaluation of returned device found implant to be out of design specifications. Review of device history records found this lot number consisted of one (1) unit.